Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that after reviewing log files, there was one pump stoppage with, "replace controller" alarm found twice. Patient denies hearing any red heart alarms.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.